Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind. The customer's blood glucose reading was 22.0mmol/l. It was stated that the drive support cap was slightly indented. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.